Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an irregular flow pressure condition occurred. The tubing filter was observed to be blocked and was reseated to address the issue. The device was recalibrated to address the issue.